Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17046884 is 10885403237003. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when attaching the tri-fuse extension set to the IV port, blood back flowed into the tubing and leaked out of the maxplus valve where you would normally attach an IV line while patient was in the cath lab. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of blood backing up was confirmed as visual inspection showed blood evidence throughout the valve body and the tubing below it. The report of leaking was not confirmed. Functional testing resulted in no back up or leaking. The root cause of the reported failure could not be determined.